Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was non-malignant pain. The patient had an infection related to the device. The cultures indicated a pseudomonas infection. Infection was confirmed. The hcp suspected that patient was accessing the pump, which led to the infection. The pump was easy to access, as it was very superficial. There were no additional reported symptoms. The event date was noted as ¿this week¿ (from (B)(6) 2016). The total system was explanted. There was no allegation against device sterility. [The implant date of the pump was noted as (B)(6) 2014].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.